Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up: section g box. 5. 510(k) #; section h box. 6. Results code 1; section h box. 6. Conclusion code 1. This report is associated with MFR report number: 3005168196-2021-01909; 3005168196-2021-01910.

Manufacturer narrative:
The product lot number was not provided, therefore, the manufacturing records could not be reviewed. Furthermore, this device is not available for return. Without the return of the device, the root cause of the problem cannot be determined. This report is associated with MFR report number: 3005168196-2021-01909, 3005168196-2021-01910.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a ruby coil detachment handle (handle), pod coils, a non-penumbra microcatheter, a non-penumbra catheter, and a non-penumbra guide catheter. During the procedure, the physician advanced a pod coil into the target location and attempted to detach it using a handle; however, the pod coil failed to detach after multiple attempts. It was reported that the coil alignment zone separated, but the pod coil did not detach. Therefore, the physician pulled the pusher assembly of the pod coil with the handle to detach it. It was also reported that the physician experienced resistance while inserting the proximal end of the pusher assembly into the handle. Next, the physician advanced another pod coil to the target location and attempted to detach it using the handle; however, the same issue occurred. Therefore, the physician also pulled the pusher assembly of the pod coil with the handle to detach it. The procedure was completed using another handle and eight additional coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being updated on this follow-up # 02 MFR report:3005168196-2021-01911: section d box 6. If implanted, give date. This report is associated with MFR report number: 3005168196-2021-01909; 3005168196-2021-01910.